Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d, implanted: (B)(6) 2020; 429888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the patient¿s generator changeout procedure the right ventricular (rv) lead exhibited high and undefined pacing impedance. An x-ray confirmed that the rv pace/sense lead was not inserted past the pin block of the implantable cardioverter defibrillator (ICD). Reprogramming was done and the physician requested frequent monitoring as the patient will be scheduled for a revision in two months to decrease risk of infection from early intervention.